Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample and two (2) retained samples were provided for evaluation. The sample photo underwent visual inspection which observed a disconnection of the tube from the chamber. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull test was performed on the retained samples; no disconnections were noticed. The reported condition was not verified on the retained samples; however, was verified for the actual sample. The cause of the separation was due to the assembly process during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked; the tubing separated from the drip chamber. This occurred before the chemotherapy solution preparation, prior to patient use. There was no patient involvement. No additional information is available.